Event description:
The pt reported that her infusion device displayed a 2.01 and started beeping continuously while in the run mode. The pt stated that the power pack had been in use for 2 to 3 weeks. The pt was aware of the power pack recall, but stated that she often forgets to change out the power pack as instructed. The pt did change out the power pack with a new power pack and her infusion device started working properly. The pt was educated on the importance of changing her power pack out every 2 weeks per the power pack recall. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.